Event description:
It was reported that customer claimed for an injury.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. Per reporter confirmation, report 3006524618-2018-00457 sent under this complaint number (B)(4) was in error (duplicate), please refer back to the report submitted under the original complaint (B)(4), report 3006524618-2017-00133.